Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to reprime the homechoice (hc) unit during the initial drain cycle. The hp stated he was not connected. The hp stated there was air in the patient line and he wanted to reprime. The hp stated he tried cycling power to reset the hc. The technical service representative (tsr) assisted the hp to end therapy. The tsr further advised the hp to start over with new supplies since the air had been pulled into the cassette and compromised the setup. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the patient who stated his therapy is going well. The patient confirmed this incident of air in line was an isolated event and confirmed everything has been fine with this product. No adverse event resulted from this incident. An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.